Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The complaint was investigated but customer complaint could not be confirmed. The exact date and time of the event is unclear. The values mentioned by customer were not entered into the system. Repeated attempts to follow up with customer and get necessary information were not successful. A review of system performance one week prior to event report date does not show any evidence of system malfunction.

Event description:
Senseonics was made aware of an instance where the patient experienced an hyperglycemia event. Eversense detected a value of 160 mg/dl where as blood glucose meter (bgm) showed 400 mg/dl. Patient could lower the value of glucose on his own with insulin and no medical intervention was needed.